Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22973. It was reported the patient was feeling a burning sensation at the ipg site on (B)(6). The patient was admitted into the hospital and prescribed antibiotics. The ipg system was explanted on (B)(6) after an infection was confirmed. The patient will remain on antibiotics for 6 weeks after release from the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.